Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited low out of range pace impedance on the right ventricular (rv) lead. Noise and intermittent loss of capture (loc) was also noted. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the rv lead was examined under fluoroscopy and no lead issues were noted. During the revision procedure, the lead was tested on the pacing system analyzer (psa) and noise was exhibited. The header connections were tested and found to be good. The pacemaker remains in service. No additional adverse patient effects were reported.